Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and resumed insulin therapy.